Event description:
It was reported that the implantable loop recorder had the maximum value for asystole episodes without arrhythmia episode stored. An error or bit flip with the counter is suspected. The recorder remains in use as colleagues have been contacted for their input. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies found from the analysis of the data. The s2d (save to disk) file (B)(4) shows episode list: no episodes.